Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b] brush head fell apart in mouth [device breakage] case narrative: consumer via e-mail stated that the brush head fell apart in their mouth by itself while brushing. No injury was reported.